Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: performance of steroid eluting bipolar epicardial leads in pediatric and congenital heart disease patients: 15 years of single center experience. Journal of cardiothoracic surgery. 2014;9(1):84-84. (B)(4).

Event description:
A journal article was reviewed which contained information regarding an epicardial lead. Eight years after the implantation of a pacemaker, the patient had a chest x-ray which showed the epicardial lead "forming a loop around the left ventricle causing a diastolic left ventricular (lv) lead constriction." The patient also had cardiac catheterization which showed that the circumflex artery was compressed. Since there was no problem with the left ventricular wall motion, the lead was cut and a new epicardial two chamber device was implanted. The patient did "well" during follow up. No further patient complications have been reported as a result of this event.